Event description:
The customer reported via phone call that she had a low blood glucose but not hospitalized. Customer's blood glucose was 48 mg/dl. The customer was treated with food. Customer was offered to transfer to helpline but declined. The customer will call back after school and want incident documented.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.